Manufacturer narrative:
The hill-rom technician found the bed's scale was reading a negative weight. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, removed the pt and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as a designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the alarm was broke. The bed was located in room 252 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).